Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an other (unusual product issue) issue. It was reported that when disconnecting the tubing from the inset at the skin site, the tubing will get an air bubble at the connector end as if there is a vacuum in the tubing pulling air back into it. It will then take 1 to 2 units of priming to remove the air with every disconnect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.